Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.

Event description:
New information received notes that the programming changes corrected the oversensing issue.